Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation; it is likely that the accumulation of blood, body fluids, and tissue prevented the device from continuing to operate as intended. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a robotic assisted laparoscopic hysterectomy through a 12 port on (B)(6) 2013. During the procedure, the device stopped morcellating one minute into use. The physician tried using a shaving technique but to no avail. The physician used laparoscopic scissors to easily cut around the fibroids in the uterus and continued performing the technique to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
It was noted that the vagina was exceedingly small, very difficult to even place a small uterine manipulator. The uterine manipulator in the vagina was very tight. The uterus was 14cm. The procedure performed was a robotic assisted laparoscopic hysterectomy and cystoscopy. There was no unintentional dissection.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-03298, medwatch 2210968-2013-03299, and medwatch 2210968-2013-03301. The same patient is represented in each medwatch.